Event description:
It was reported that the customer was brought in to the emergency room (B)(6) with hyperglycemia. The customer's mother stated that the customer was treated at home because the wait was too long and no doctor had seen her. Customer's mother also stated that the customer uses a quick-set infusion set and changes her infusion set every two to three days. Checked programming and found a difference of 0.15 units of insulin. Troubleshooting was performed. The insulin pump passed the fixed prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at the time. We, therefore, consider this report complete to the best of our knowledge.